Event description:
It was reproted that pt experienced a fever 70 days after implantation. An abcess was found on the non-coronary cusp leaflet wall of the valve. Stenotrophomonas maltophilia was identified. The valve remains implanted. Infection is a pt-related event. Event is not device-related. No further info was provided.